Manufacturer narrative:
The date received by manufacturer has been used for this field. Thirty customer samples from lot # 5330590 visually inspected for damage identified zero defects. Sleeve functional testing of thirty samples yielded zero defects. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5330590 conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® multiple sample luer adapter there was considerable leakage at hub "as if it doesn't fit correctly." No blood was transferred to the tube, instead, leaking all over the catheter, the nurse and the patient. No mucosal membrane exposure, medical intervention, or injury reported.